Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, an alert was triggered for high right ventricular pacing impedance. The pacing threshold could not be measured. No lead fracture or loosened pin were detected on x-ray. A revision procedure was performed and the physician was able to pull the lead out of the device header before the setscrew was loosened. All of the leads were noted to be removed from the device. The lead was checked and was found to have no issues. When the leads were re-inserted, the setscrew for the right ventricular coil was not able to be tightened and it was thought to be at a slant. Blood flow into the grommet was also suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.